Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported the tampons fell apart leaving pieces inside. She used a douche several days after her cycle and more tampon pieces came out. Consumer also went to the doctor and a vaginal exam was performed. She alleged the doctor found tampon pieces left inside and ordered more unspecified exams and an ultrasound. In addition, she reported she had been experiencing headaches and anxiety from her experience. Multiple attempts have been made to gather more information on consumer's outcome, however no further information has been received.